Manufacturer narrative:
The relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a manufacturers representative (rep) regarding a patient receiving a dose of 837mcg/day at a concentration of 2000mcg/ml via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient was experiencing intrathecal baclofen (itb) overdose (respiratory distress, etc.) Due to the prime (344 mcg over 30 min) that the healthcare professional (hcp) ordered for the patient post implant. The new pump was not primed on the back table per the hcp and the existing catheter could not be aspirated for the pump replacement today (this morning) due to normal battery depletion despite the rep informing the hcp this would cause an overdose. The pump was programmed to min rate mode and the hcp discussed performing an lp to decrease itb levels in the cerebrospinal fluid (csf). The patient was doing fine the next day, (B)(6) 2016, and was now restored to her previous pump settings (830mcg/day). Patient will be discharged from the hospital tomorrow. She has recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.